Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the original report was filed. The console was returned and inspected for visible damage along the purge pressure sensor area with no sign of damage. A known good pump and purge system was ran on the console without any noticeable malfunction. The root cause for the issue was unable to be determined due to not being able to reproduce the failure.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the team noticed the purge cassette was leaking. The nurse changed the purge cassette and the leak persisted. The nurse changed the automated impella controller and the leaking was resolved. The user facility will return the aic for investigation and maintenance. There was no patient harm related to this event.